Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6), female, patient, who received super poligrip original denture adhesive cream (formulation unknown) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the patient started super poligrip original (dental). The patient reported that she used super poligrip for years. On (B)(6) 2009, the patient experienced neuropathy and peripheral neuropathy. This case was assessed as medically serious by gsk. Treatment with super poligrip original was continued. At the time of reporting, the events were unresolved. Ae revision: consumer reporting using super poligrip in the past and was diagnosed with neuropathy in (B)(6) 2009. No further information was provided.

Manufacturer narrative:
Super poligrip original is manufactured in (B)(4) and neither the product nor lot number for this product is unavailable. (B)(4).